Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The functional testing could not be performed or the no delivery alarm verified due to the motor error alarm. The device had a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery during prime. Blood glucose value was 17 mmol/l. It was stated that the device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind and prime and the insulin pump passed the displacement test. The customer stated the motor error alarm occurred more than one in 30 days. The device was returned for analysis.